Event description:
On (B)(6) 2023, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, it was reported that the stoma was slightly red with moderate yellow drainage. The patient had no fever, no pain and the stoma was not warm. On (B)(6) 2023, the patient's daughter reported that the family physician prescribed an antibiotic two weeks ago. The event was recovering.

Manufacturer narrative:
Reference number: (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.